Manufacturer narrative:
Complaint could not be confirmed, as the suspect device was discarded by the physician and no photographic images were provided for review. Multiple attempts were made by the zipline sales representative to discuss the case with the physician; however, the physician has elected not to participate in further discussion of the case. During follow-up discussion between zipline quality assurance personnel and the zipline sales representative, the following was indicated: the physician believes that the bleeding was caused by the patient during recovery/rehabilitation. The reported failure mode of "broken or detached" zip device straps was incorrect and, per the zipline sales representative, was actually loss of adhesion of the zip device base to the patient's skin that may have been initiated by removal of the wound dressing when the patient presented to clinic with the bleed. (Correction) following intervention by the physician, which consisted of removal of the zip device and re-closure of the incision, no further complications were reported.

Manufacturer narrative:
Evaluation of event has not yet been possible, as affected device was discarded by physician upon removal and will not be delivered to manufacturer for analysis. In addition, no photographic images have been provided for analysis. Multiple requests for contact with physician have been made by the zipline sales representative, but the physician has not yet been available for communication.

Event description:
Following placement of two (2) zip surgical skin closure devices for closure of a total knee arthroscopy incision, the patient complained of excessive bleeding in knee flexion on post-operative day (pod) 1 and 2. Patient reported to clinic for a dressing change, during which the physician's medical assistant noted that 2 straps were "broken or detached" and bleeding occurred under that region of the zip device. On pod 3, the patient returned to the clinic reporting that the bleeding had not ceased. The patient was then re-admitted on pod 6 for removal of the zip devices and closure of the wound.